Event description:
The event description: tested for covid with an ihealth covid antigen test. The result was negative. Went to urgent care where I tested positive.

Manufacturer narrative:
No reports of adverse related events with either patient or user (no patient death, injury, allergic reaction(s), or any medical intervention provided). There was no information provided regarding the lot number of the antigen test kit;and provided wrong manufacturer information, therefore could not conclude if the test kit purchased from a local pharmacy was a counterfeit product or not. Initial reports suggested that the ihealth antigen test kit was not tampered with, altered, or compromised, as no evidence that the user/patient had seen evidence of product alteration. A false negative result may occur if the test result is read before 15 minutes or after 30 minutes. There was no indication to confirm or deny if the user/patient had utilized the test kit appropriately as per intended use or off use. Attempt to communicate with the user, but no reply.